Manufacturer narrative:
The stent remains implanted. The delivery system was discarded by user facility. The investigation is underway.

Event description:
It was reported that after deployment of the vascular stent in the popliteal artery, the delivery system became stuck on the guidewire and could not be retracted. The delivery system was surgically removed. Reportedly, the vessel anatomy was tortuous and calcific. The patient was discharged home.